Event description:
Aneurysm embolization, right ica. The coil was examined before procedure and looked good. The aneurysm was accessed with an sl-10, 2 markers and a terumo wire .012. The coil was deployed with no problem. New cables and new batteries were used. The cables were attached to the pusher wire and as soon as they turned the power supply on, the voltage was very high (at 11.0) which they consider as unusual. The power supply did not alarm. After about 60 seconds the physician checked the pusher wire to make sure of the gdc placement and realized that the coil was not detached. So, he slowly pushed it back inside of the aneurysm but it pushed the tip of the microcatheter out. The dr. Tried to put the tip of the microcatheter back inside of the aneurysm and he realized that the coil was detached at that point, a part inside of the microcatheter. He tried to push back that part of the coil inside the aneurysm but it did not work. He had to leave a tail of the gdc inside the right ica. The patient is doing well.